Event description:
Information was received from a healthcare provider (hcp) regarding a patient. Hcp states pt cannot get both the ins batteries to recharge and is wondering if pt is still eligible for MRI. Hcp added that pt reported the last time they tried to recharge for like 6 hours they "couldn't get it to hold a charge". Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that as far as they know, there wasn't an issue with the actual implantable neurostimulators (ins) themselves, but the issue was with the position of the inss in their body, so they hadn't been able to charge their inss in a couple years. Patient said since implant, the devices were not in good spots and they could never get the paddles positioned correctly. Patient said the inss were implanted in their waistline and patient had a curvy waist so they could never get the paddle positioned correctly because it wasn't flat. Patient said anytime they would move at all, the paddle would shift and wouldn't be in a charging position anymore. Patient said there were times they would lay flat on their back for hours to charge (patient said like 6 hours), but patient said no one can do that for that long. Patient said they just wanted to explain that the issue wasn't with the ins, but with the position itself, because the letter they got made it seem like they thought there was something wrong with the implant. Patient then said they were over 250 lbs when implanted but has lost weight now. Patient said they were still over 200 lbs, but had lost almost 40 lbs now. Patient said now, because of where the inss were position and the weight loss, the inss rub against their nerves, like their sciatic nerve, so t hey were causing patient pain. Patient said if they toss and turn at night in their bed, it hurts. Patient said they have spoken with their primary care provider (pcp) about having the inss removed because they can't charge and therefore can't get any imaging done. Patient said they were in a car accident in june and needs some imaging done and probably surgeries to repair their injuries from the accident (patient has bulging discs in their neck and lower back). Patient said because they can't charge, they can't put their device in MRI mode and the facility is refusing to do the MRI. Patient said their pcp thinks they found a doctor at marion health center to help patient with addressing possible device removal. Agent documented information given during the call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.